Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15088. The patient received two leads (from different lots) as part of his scs system. It was reported, the patient does not have effective stimulation. The sjm representative reprogrammed the patient but was unable to use one leads due to the patient experiencing uncomfortable stimulation in his back. Patient was to meet with his surgeon regarding possible surgical intervention being taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.